Event description:
The unit sparked from the power extension cable. The unit was replaced. There is no further information available in regards to any adverse consequences to the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. Visual inspection of the unit revealed exposed wires of the power extension cable. The unit could not power on with the unit's original power extension cable and sparkling could not be replicated due to exposed wire from cable. A replacement power extension cable was used to power on the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.